Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Blood leakage in the hemostasis valve. During the procedure, blood leakage was found in hemostasis valve. A video was provided. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. It was unknown if the hemostatic valve (gasket) dislodged inside the hub. Air did not enter the patient¿s body. The patient's blood loss was minimal, within approximately 5ml. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The video investigation was completed on (B)(6) 2023. A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the hemostatic valve was dislodged inside the hub component. Also, a leakage was observed on the hub section. The leakage could be related to the dislodgment of the hemostatic valve. The dislodgment of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the video received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the video provided. Investigation findings: fracture problem (c070603)/ investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation" issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Blood leakage in the hemostasis valve. During the procedure, blood leakage was found in hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. It was unknown if the hemostatic valve (gasket) dislodged inside the hub. Air did not enter the patient¿s body. The patient's blood loss was minimal, within approximately 5ml. The device evaluation was completed on 11-jul-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 11-jul-2023, noted a correction to the 3500a follow-up #1 as h10. Additional manufacturer narrative included, ¿the bwi product analysis lab received the device for evaluation on 06-jul-2023.¿ however, d9. Device available for evaluation?, d9. Date device returned to manufacturer and d9. Is device returned to manufacturer? Were not processed in error. Therefore, processed.